Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side textured to smooth implant exchange. Ultrasound later confirmed bilateral rupture. Physician later reported a "rippled" and "macrocalcifications" via mammograph. The following events are not related to the device "cystic and pluri-septate lesion" and "small nodule". The device remains implanted.

Event description:
Physician reported left side textured to smooth implant exchange. Ultrasound later confirmed bilateral rupture. Physician later reported a "rippled" and "macrocalcifications" via mammograph. The following events are not related to the device "cystic and pluri-septate lesion" and "small nodule". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.